Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing (nsrvo) was observed. The lead measured electrically normal; however, with slight increase in lead impedance. Capture threshold was not measured. Patient was asymptomatic. On (B)(6) 2017, the lead was capped and replaced. Patient remained stable during and post procedure.